Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient, implanted with this left ventricular (lv) lead developed an infection. Subsequently, surgical intervention was performed to explant this lead. This device is not expected for return.